Event description:
Patient presented to the ER with nausea and vomiting. An initial lab draw was performed at 1250. Patient was tested on inform system 1 at 1252, and received an error message. Patient was tested on inform system 2 at 1252, and received the same error message. At 1254, patient was treated with 50 ml of d50 solution via IV per the error message of "low blood." At 1303, patient was tested on inform system 3 and meter read hi (greater than 600 mg/dl). At 1350, lab draw results were 1147 mg/dl. Patient was treated immediately after the lab draw results with short- acting insulin (type not provided). Patient's condition worsened significantly and it was determined that the patient was in dka. Patient was transferred to telemetry and then on to the ICU. Patient treated with an insulin IV drip (type not provided), bicarbonate IV drip, and fluid IV drip (type not provided). Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform system 2. (B)(4).